Manufacturer narrative:
A ge service representative performed an on site investigation. The vga video and ac power receptical was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the video on the 2800 system flickers when the tube is moved during a case. No patient injury was reported.